Event description:
Shortly after implant, the patient experienced tingling in her fingers and toes that remained ongoing. When the patient laid down, it got worse; the symptoms continued with the device off. The patient saw her physician and the device was satisfactorily reprogrammed. The battery depleted after four months and was replaced. The patient continued to have problems with the implanted system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).